Event description:
It was reported by the customer that their insulin pump had a cracked battery compartment and upon inquiring further, it was discovered that he had been hospitalized on (B)(6) of 2014. Customer's blood glucose level was over 600 mg/dl at time of hospitalization. Customer was recovering in the hospital at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had broken battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.